Event description:
It was reported that in (B)(6) 2014, the device was off during pacemaker placement and the patient required a heart shock and the device had not worked since. The impedances and device appeared intact but they suspected nerve damage from the shock. It was noted that they planned to revise on 2014 (B)(6).

Event description:
It was later reported the internal device was affected by emi. There was no power on reset (por) noted. The patient was reprogrammed in may with success. It was indicated that the patient recovered without permanent implant.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v737879, implanted: 2012 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).